Manufacturer narrative:
Intuitive surgical, inc. (Isi) 8mm vessel sealer extend (vse) instrument to perform failure analysis. The instrument was analyzed and found to have a grip ring dislodged. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips did not open and close properly. There is a moderate amount of debris on the knife track. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moves freely up and down grip the grip drive adapter. Additional observations related to customer reported complaint: visual inspection found the jaw cable loose from its original position at the proximal end. As a result of the loose grip cable, the instrument failed initialization test and jaws not to open and close properly. The instrument was found to have failed during initialization based on both the log review and during in-house testing. The instrument was placed on an in-house system and passed engagement but failed initialization test on 3 out of 3 attempts. Review of the msc logs verified one homing failures with error code "22026" and description "vessel sealer extended failed during homing on usm4 (toolid: vessel sealer extended)." The dsp logs displayed no error. The instrument was found to have two errors ¿22024¿ ¿grip torque is outside the expected range on usm4 (instrument installed: vessel sealer extended / rfid: (B)(4)) / error class 0¿ low torque failure(s) based on msc log review. Error code 22024 indicates that the instrument exhibited low torque during use, which typically results in a sealing malfunction. The instrument failed grip force test upon testing "-3.53813540" which is less than 4.50lbs. Low torque errors are often caused due to a loose grip cable in the proximal end, which could be due to component failure on account of usage or due to a manufacturing error, where the grip clamping pulley has a loose screw. The complaint was confirmed by failure analysis

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer was using the 8mm vessel sealer extend (vse) instrument and a message was displayed stating that "blade was exposed". The blade would not retract. The customer replaced the instrument for patient safety. The procedure was completed with no reported injury.